Event description:
Pt participated in a (B)(4) study for pts with cervical "degenerate" disc disease (ddd) who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disc failure or prolapse. Pt was implanted at levels c4 c5 with a cslp small stature plate. Pt had been experiencing pain for 13 months. Surgery date was (B)(6) 2013 and postoperatively, pt experienced cervical strain, pain, requiring meds/pe. This is 1 report of 5 for this event. This report is for the ti cervical spine locking plate/small stature 30 mm (22 mm).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.